Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 13 april 2024, it was reported that since tape stickiness won't last for 3 days which led to patient faced an infusion set fells off. No further information available.